Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose near 700 mg/dl due to a bent infusion set cannula. The patient experienced extreme thirst. His health care professional removed the insulin pump from his body once he was admitted to the hospital. The patient was treated and when his blood glucose decreased to 387 mg/dl he was allowed to leave. A high pressure test was performed and the insulin pump passed. The insulin pump was not returned for analysis.